Manufacturer narrative:
The investigation for the reported limb ischemia and sepsis has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and sepsis could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, there were no distal pulses on either leg. Patient had no pulsatility. The following day, the left leg with impella had better flow than non-impella leg. There was also a concern that the patient might be going septic. Patient was being treated broad spectrum antibiotics. Palliative course considered for severe biventricular failure. The patient survived the event.